Event description:
The customer stated that for the past yr, the insulin pump has been slowing down and making strange noises during bolus deliveries. The customer then stated that he was hospitalized last yr after experiencing seizures due to low blood glucose levels. The customer stated that due to the seizures, he dislocated both shoulders and broke his back. The insulin pump was replaced due to the issues he was experiencing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.